Event description:
The manufacturer received information on rep dreamstation auto bipap device alleging dry mouth and device was extremely hot to touch as well as the power cord. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.